Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert and exhibited short r-r/noise and triggered. A setscrew - lead issue is suspected. Diagnostic testing/troubleshooting was performed. An ICD revision procedure was scheduled, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).